Event description:
It was reported to boston scientific corporation that in 2007 during a radiofrequency ablation, the patient got third-degree burns about 2 x 2 cm (at the glue-area, not the gel area). The physician received a malfunction alert, checked the grounding pads and finished this procedure. According to the complainant, the patient outcome was reported as "no serious injury." The patient's wound was treated with hydrosorb and dressed. The patient was discharged two days later.

Manufacturer narrative:
The wires appeared securely attached to the pad and the wires themselves were free of any visual defects. The pad passed a continuity test using multimeter. Visual examination and functional evaluation (mechanical tests) revealed no defects. The relationship between the device and the reported event could not be determined.